Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air gaps in multiple infusion sets. The customer's blood glucose level was as high as 315 mg/dl with trace ketones. Reportedly, the infusion sets were changed out, a correction bolus was delivered, and the customer's blood glucose level decreased.